Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the device was difficult or unable to close and the device can not be used properly to create a purse string. They replaced with another device to complete case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the instrument had a full accompaniment of staples with the suture present. The suture was disengaged on one side. A functional evaluation found that the suture was reattached to the device and was fired into test media and the staples formed properly. The cartridges were properly seated after firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.